Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The customer reported that the troubleshooting was conducted using a wrong endoscope. Based on the results of the investigation, it is likely the phenomenon was caused by handling.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determine at this time.

Event description:
The service center was informed that during different occasions through the day the scope image would go black on the display. The user facility reported that this occurred with multiple scopes and multiple towers. There was no additional equipment or devices involved. No troubleshooting was performed to assess the device such as, equipment inspection, checking the connections, cleaning the electrical contacts, or checking the settings. No error codes were reported. There was no patient involvement.